Event description:
(B)(6), a physician assistant, has been using bd vacutainer acd a and b solution tubes to collect blood from patients. However, his subsequent actions raise serious concerns. After spinning the blood down in a centrifuge, he draws up the plasma and injects it back into patients. Notably, today he injected the plasma into a patient's scalp, but he has also used it for other procedures, including joint injections. The problem lies in the choice of tubes: - these specific tubes are not intended for injecting plasma back into the body. - they produce platelet-poor plasma, not platelet-rich plasma (prp). - even more alarmingly, these tubes can contain endotoxins, which pose significant risks: - infection: endotoxins could lead to infections. - sepsis: in severe cases, they might cause sepsis. - death: the consequences could be fatal. It's crucial that (B)(6) receives punishment for disregarding proper protocols and putting patients at risk. (B)(6), owns the office (B)(6). Diagnosis for use: hair restoration. Reference report: mw5154697.